Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venous closure of the common femoral vein was attempted with a proglide device after an ablation interventional procedure using an 8f sheath. Reportedly, the physician applied too much force when deploying the plunger, causing the plunger to be unable to retract and the device to be stuck. In an attempt to remove the device, the foot was cycled but could not be retracted completely. Another physician was able to wiggle the device out of the anatomy but, vessel damage occurred. Two proglide devices and a prostyle device were used to close the hole and treat the vessel damage. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported retraction problem and difficulty to remove [plunger] could not be confirmed. The difficultly to open or close [foot] was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the electronic perclose proglide instructions for use (eifu), states. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The cause of the reported difficulties cannot be determined. The subsequent treatment appears to be related to procedural circumstance. In this case, it is possible the foot was not open fully or mis-deployed as indicated by the confirmed difficulty to open or close the foot; which could restricted the plunger compression, however, since the plunger was not returned, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed report additional information was received: analysis of the returned device found that the plunger of the proglide had been removed. Follow up with the account confirmed that the physician was eventually able to retract the stuck plunger. No additional information provided.